Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 and 2.1 was failed. A field service engineer (fse) identified that the solenoid was frozen, removed the solenoid, drawer controller and pyxie bus controller and replaced all. Fse also replaced the drawer retractor on drawer 2.2 and tested the device in hardware test application and confirmed that the issue was resolved. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer not detected on bus. Customer tried to recover the failed drawer, but it still indicated that maintenance was required and tried to reboot the device, but the issue persisted. The station was shut down by unplugging the power cord from the back of the station, and it was left off for 2-5 minutes, power plug was reconnected and the power was turned on. The drawer was checked and recovery was attempted, but it still failed. However, there were no delays or adverse events or injuries reported based on this event.